Event description:
The user facility reported that the front panel of the subject device blacked out during a laparoscopic surgery. Another similar device was used to complete the procedure. There was a delay of less than fifteen minutes, with no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing of the device confirmed the reported issue. The digital display of the front panel was not visible due to failure of the pressure sensor circuit board. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.